Event description:
An unk size aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. Information received from the journal, documented that in a study of 109 pts migration had occurred in 9 aneurx pts. No pt indentifiers are available at this time. Type 1 endoleak occurred in 3 of the migration affected pts and all were resolved by additional cuff placement at the proximal landing zone. The article documented that there was a trend toward higher probability of migration among reverse-tapered aortic neck as well as late aortic neck dilatation. There was no further information provided to medtronic about the details of the pt or relating to the aneurx device.